Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been in an undisclosed location. The patient experienced hypoglycemia and lost consciousness. A neighbor found the patient on the floor and called an ambulance. The paramedics treated the patient with IV medication and apple juice and took her to the hospital. The patient recovered and was discharged the same day at 3 pm. At an unspecified time of the event the blood glucose reading was 23 mg/dl; the patient declined to provide further information and there was no cgm value reported, nor who took the bg value and when. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.